Manufacturer narrative:
(B)(4)

Event description:
Procedure type: colectomy. According to the reporter: the first device could not be attached with its anvil and fired. The second device did not fire properly formed staples. Add'l colon tissue had to be removed because of the malformed staples. There was unanticipated tissue loss. There was unanticipated tissue damage. There was an unanticipated extension of the incision more than one inch. There was a delay over 30 minutes. There was no unanticipated blood loss of more than 500cc.

Manufacturer narrative:
(B)(4).